Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 300 mg/dl after changing the infusion set and failing to fill the site tubing before attachment, resulting in no insulin delivery until corrected; the user then administered 5 units of subcutaneous insulin by pen, replaced the infusion set and tubing, filled the tubing, and was instructed to pause pump delivery for two hours after the injection and to resume thereafter, with education provided and additional training scheduled, and replacement supplies arranged. Symptoms included elevated blood glucose. Outcomes included resolution guidance and user education without hospitalization or alarms. Investigation included customer interview, troubleshooting of infusion setup, and verification of correct tubing fill and site replacement. Investigation of this case revealed use error related to infusion set deployment and connector/site preparation leading to inadequate insulin delivery, with correction achieved by proper tubing fill and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during infusion set change.